Event description:
It was reported that the patient in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker exhibited failure to capture. The rvlp was not implanted and a traditional transvenous pacemaker system was implanted instead. There were no patient consequences.